Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The touchpad was analyzed, and the recoverable error 319 was confirmed. The touchpad was installed on the in-house system and started up normally. The touchscreen was not responsive at calibration. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy surgical procedure, a non-recoverable error 319 was noted. The intuitive surgical, inc. (Isi) clinical surgical rep (csr) called in to report the issue. The isi technical support engineer (tse) confirmed error 319 pointing to the patient side cart (psc) touchpad. The isi tse asked if the customer could perform a hard power cycle and emergency power off (epo) on the psc. The csr stated this was done already but he would call the customer and ask them to try it once more. The isi tse also requested the customer to push the psc touchpad when the system was powered off. The isi csr called back to report that the 2nd hard power cycle and epo solved the issue. Initially, the system started with all arms alarming red but after a few seconds alarm stopped, and the system started normally. Because of the problem, the surgeon already decided to convert the procedure to laparoscopic surgery. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced a touchpad on the patient side cart (psc) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The root cause of the customer-reported failure mode could not be determined as the product was not returned for evaluation.